Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The reported problem 'occlusion test failed' was confirmed during the event history log (ehl) review but not reproduced during evaluation. Evaluation was unable to observe and discrepancies.  No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced failed occlusion test. There was no patient involvement. No additional information is available.